Event description:
It was reported that during the procedure, the device was unpacked and used incorrectly due to a measurement mistake. A new and correct size device was used to complete the procedure. There were no patient complications or device issues reported. Product analysis identified an issue with the pump.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope; no leaks and no damages were found. Both cylinders passed pressure test within specification. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leak was found. The reservoir kink resistant tubing (krt) was cut to appropriate length prior to pump functional testing. The ms pump was functionally tested and did not pass activation test 2 and did not pass slow compression activation test 2. The analysis identified the pump activation issues would be the cause of the malfunction of the devices. As the reason for the revision surgery was not provided, the relationship between the identified pump issues and the clinical event could not be confirmed.